Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the surgery when the orthopedist was tightening the screws to the plate in the bone, they notices that the plate was not aligned as they wanted it, decides to release the screws to rearrange the plate, in that maneuver to release the screws broke while being implanted in the bone, the dr. Proceeds to remove them in several attempts which was not possible to which they stated that they do not represent affect the patient, the surgery ended without complications.